Manufacturer narrative:
(B) (4): evaluation results: stent thrombosis, death.

Event description:
A 3.5 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent was deployed in a pt. The target lesion located in the lad #6. Ostial was described as severely calcified with 90% stenosis and was pre-dilated. During procedure, one other endeavor rx stent was deployed at lad #8 (MFR report # 2953200-2010-00906). Communication from the field confirmed that since there was severe calcification at #6, the procedure was completed leaving 25% of stenosis. However, approximately 2 months post implant, hypoglycemia bouts occurred and the pt was admitted to the hospital. One month later, the pt was admitted to hospital again due to hypoglycemia bouts. In this occasion, symptoms of cardiac failure were observed. It was reported that approximately 5.5 months post implant of relevant stent, the pt presented with chest pain and was emergently transferred to hospital; as health condition deteriorated, cardiac massage was performed, and laryngeal tube was inserted. Adrenaline and epinephrine were also administered; however, the pt died immediately after these treatments. The physician commented that it is highly likely that the pt died due to multiple factors.